Event description:
It was reported to boston scientific corporation that in early 2009, a resolution clip device was used for the treatment of gastrointestinal bleeding. According to the complainant, during the procedure, the clip closed on the vessel, however, the clip failed to deploy off the catheter and the top of the vessel was torn. The physician injected epinephrine to slow the bleeding and then used another resolution clip device to stop the bleeding. At the conclusion of the procedure, the patient was reported to be stable and transferred to the intensive care unit. Approximately 6 hours later, the patient expired due to low blood pressure. The physician does not feel the incident with the clip contributed to the low blood pressure. Our follow-up regarding the circumstances surrounding this event continues.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacturer dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of shipping history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.